Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the keyboard was failed. A field service engineer replaced keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system had intermittent keyboard failure, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.